Event description:
It was reported that pump battery would not charge and pump screen remained dark and would not turn on despite use of working charging cables, wall adapters, and outlets. There was no adverse impact to the customer¿s blood glucose level. Customer attempted multiple troubleshooting steps with technical support, but issue persisted, so technical support arranged warranty replacement pump, advised customer to use multiple daily injections as backup insulin therapy.